Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va09mfr, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0ajew, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient had an infection at the device pocket site. The type of the infection was unknown. The device was explanted as a result of the event. The patient had a small raw area at the distal end of the incision on his chest. There was no redness or streaking. At an appointment in (B)(6), the incision looked fine. The patient was alive with no injury at the time of the report. No interventions or additional symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.